Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported having difficulty deploying capsule using the bravo delivery device. The physician broke the device and used the inside wires in order to manually deploy the capsule into the lining of the esophagus. The capsule was placed successfully with no harm to patient.